Event description:
Physician reported a pt injected with radiesse in the nasolabial folds who developed numbness and bruising the following day. The numbness subsided within 36-48 hours later. The pt called four days post-injection to report developing hypersensitivity of the gingiva later followed by pinpoint blistering, tissue breakdown resulting in necrosis.

Manufacturer narrative:
Physician reported treating the pt with six hyperbaric o2 chamber treatments, a medrol dose pack and an ultrasound treatments, a medrol dose pack and an ultrasound treatment to increase vasodilation. On day-10 he provided matristem treatments to stimulate healing. Pt photos show healing is progressing nicely. At the time of the report the pt was much improved. Ongoing care of the pt will be continued. Follow-up reported by physician states the pt continues to steadily improve with the matristem and silicone gel sheeting applications each evening. He intends to provide fraxel laser treatments when healing has progressed further. A review of the device history records indicates the reported lot #1031170 met all specifications prior to release.